Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Nicking) gums causing bleeding [gingival bleeding] (nicked) side of mouth...cause bleeding [mouth haemorrhage] nicking gums [gingival injury] nicked side of mouth [mouth injury] (nicked) gums...discomfort [gingival discomfort] (nicked) side of mouth...discomfort [oral discomfort] brush heads don't stay inside...will pop out - oral-b [device breakage] case narrative: a 69 year old male consumer via phone stated that the replaced oral-b toothbrush heads did not stay inside and popped out while he was brushing. The metal part nicked his gums and the side of his mouth, causing discomfort and bleeding in both locations. No serious injury was reported.

Event description:
(Nicking) gums causing bleeding [gingival bleeding] (nicked) side of mouth...cause bleeding [mouth haemorrhage] nicking gums [gingival injury] nicked side of mouth [mouth injury] (nicked) gums...discomfort [gingival discomfort] (nicked) side of mouth...discomfort [oral discomfort] brush heads don't stay inside...will pop out - oral-b [device breakage] case narrative: a 69 year old male consumer via phone stated that the replaced oral-b toothbrush heads did not stay inside and popped out while he was brushing. The metal part nicked his gums and the side of his mouth, causing discomfort and bleeding in both locations. No serious injury was reported. 09-may-2023 case update from information initially received on 14-feb-2023: the suspect product lot was 1cd92110343. No serious injury was reported. 23-may-2023 case update from information initially received on 18-apr-2023: the concomitant product lot was i1207 91394682. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.